Event description:
It was reported that this pacemaker was found to be at elective replacement time (ert) during the device follow up. Premature battery depletion was suspected, and the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned pacemaker was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Then, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Note, the device was programmed to a higher ventricle setting of 6.50 volts at 1.0 ms prior to explant. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be at elective replacement time (ert) during the device follow up. Premature battery depletion was suspected, and the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.